Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the surgeon was performing a nissen fundoplication. The assistant surgeon fired the suture assistant on the third firing after the knot formed, the reload snapped and fell apart within the pt. After the reload the surgeon carefully recovered what is believed all the pieces to the reload unit. The pieces were then put into a cuto for evaluation. After the pieces were recovered, a new reload onto the suture assistant and the procedure was complete. The knot formations were fine. Six firings were done, in total. There was no consequence to the pt.